Manufacturer narrative:
The reported events were ¿stylet could not be removed from the lead¿ and lead dislodgement. As received, a complete lead was returned in two pieces with a piece of stylet stuck inside the inner coil lumen of the connector and distal portion. The reported event of ¿stylet could not be removed from the lead¿ was confirmed. Visual inspection found the ptfe coating of the stylet stripped and bunched up inside the inner coil at the distal portion of the lead. The cause of ¿stylet could not be removed from the lead¿ was isolated to bunching of the stripped stylet ptfe coating inside the inner coil lumen. The s-curve hump height was measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the left ventricular (lv) lead. The stylet was cut at the end of the lv lead and connected to the device as normal. The lv lead and the right atrial (ra) lead dislodged post procedure. The leads dislodgement was confirmed via x-ray. The ra lead was repositioned. The lv lead was explanted. The patient was stable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the left ventricular (lv) lead. The stylet was cut at the end of the lv lead and connected to the device as normal. The lv lead and the right atrial (ra) lead dislodged post procedure. The leads dislodgement was confirmed via x-ray. The ra lead was repositioned on (B)(6) 2025. The lv lead was explanted. The patient was stable.